Event description:
In 2007, the pt had breast reconstructive surgery using contour siltex spectrum saline-filled mammary prostheses. Subsequently, the pt developed a rash and welts all over her body. The pt states she has gone through every allergic and skin test possible but has not found the source.

Manufacturer narrative:
Additional serial number: (B)(4). Additional lot number: 5712722.